Manufacturer narrative:
Stimwave quality has investigated the details surrounding a complaint resulting from device explant and infection reported to stimwave on (B)(6) 2019, by stimwave territory manager. On (B)(6) 2019, following a successful trial, the patient was implanted with a stimq receiver stimulator (stq4-rcv-a0) next to the genicular nerve of his right knee to treat his chronic knee pain. On (B)(6) 2019, the territory manager was made aware that the patient was being treated at a local hospital for pain and tenderness at and around the surgical site of his implant. On (B)(6) 2019 a surgeon at the hospital treating the patient informed the territory manager that the wound site was cultured, and pending results of that test, the device would be explanted. By (B)(6) 2019, an infection with abscess was confirmed ((B)(6)), and the device was explanted the same day. The surgeon did not note any issues with the explant. The patient was discharged from the hospital on (B)(6) 2019 with a prescription for oral antibiotics (name: bactrim, dose: unknown, duration: 16 days). Immediately following notification, stimwave quality and management contacted the territory manager to discuss the events leading up to awareness of the issue and to review the implanting clinician's infection prevention protocol. The territory manager reported that the patient previously undergone over 80 surgeries on his right leg, including a distal femur implant. As a result of these surgeries, the patient had contracted (B)(6), rendering him prone to infections. Because the patient received significant reduction in his knee pain during the trial, the patient was adamant about moving forward with the permanent procedure. Both the implanting clinician and the patient were aware that his medical history contraindicated him for the stimq pns system. The territory manager recounted that during the patient's trial phase, the procedural pain took approximately a week to subside, and the patient assumed that the pain from his permanent stimulator procedure could take just as long or longer to subside. The patient reported that during the trial and following the permanent procedure, the pain he experiences was not the same as his knee pain. Rather, it was localized to the skin surface. Due to the pain and tenderness, the patient did not use the external transmitter of the stimq pns system. Thus, the device was never activated or used following the permanent procedure. The territory manager stated that the implanting clinician was concerned about the heightened risk of infection for this patient, and thus treated the patient with intravenous antibiotics during the implant procedure, and sent the patient home with oral antibiotics (name, dose, and duration is unknown). The territory manager recounted that the implanting clinician had noted that the patient had been noncompliant in the past with following treatment directives, thus it is highly likely that the patient did not comply with complete the oral antibiotic treatment. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. Because the infection was confirmed as (B)(6), it is likely that the implant procedure, while performed in a sterile environment, exasperated the bacterium leading to the infection and eventual explant. The implanting clinician followed infection prevention protocols including antibiotic treatment during the procedure. The source of the issue cannot be traced back to the device or the procedure. The device did not fail to meet performance or safety specifications during the procedure. Stimwave will continue to track and trend events. To rule out any potential issues with product sterility, stimwave reviewed sterilization records on product from inventory, which confirmed stimulators from the same lot are sterile out of the package. The territory manager also confirmed that on the day of the implant the product packaging was not damaged, and the sterile barrier remained intact prior to the implant. The raw data from sterilization cycle matched the cycle specification. Stimwave quality, engineering, and manufacturing verified that the correct cycle specification was used for the stimulator lot. The source of the issue was not traced back to compromised product sterility or operating room conditions. Stimwave reviewed the lot history distribution, and no trends of infections were noted. Surgical site infection is a known complication of surgery. The source of the issue is likely attributed to the patient's susceptibility to infection due to pre-existing conditions, surgical history, and potential noncompliance to infection prevention following a surgical procedure. The device did not fail to meet performance or safety specifications. Stimwave will continue to track and trend events. Stimq contraindications (instructions for use, 05-00669-2, page 5) include: poor surgical risks - peripheral nerve stimulators should not be used on patients who are poor surgical risks, patients with multiple illnesses, or active general and/or skin infections. This includes patients who need anticoagulation therapy that cannot be temporarily halted to accommodate the implantation procedure. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause is likely attributed to the patient's susceptibility to infection due to pre-existing conditions, surgical history, and potential noncompliance to infection prevention following a surgical procedure. The stimwave product was not the source of the issue. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the product was delivered sterile, and the sterile barriers were not compromised. Infection is a known adverse event that is detailed in stimwave's risk management file. Stimwave's product labeling includes statements for contraindications associated with active infections. Stimwave was in constant contact with the territory manager starting (B)(6) 2019 regarding the complaint and the root cause investigation. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the product was delivered sterile, and the sterile barriers were not compromised. The issue is a known risk and is mitigated as far as possible. Stimwave has informed all parties that the product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as infection can lead to an injury, and medical or surgical intervention was required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event.

Event description:
On (B)(6) 2019, following a successful trial, the patient was implanted with a stimq receiver stimulator (stq4-rcv-a0) next to the genicular nerve of his right knee to treat his chronic knee pain. On (B)(6) 2019, the territory manager was made aware that the patient was being treated at a local hospital for pain and tenderness at and around the surgical site of his implant. On (B)(6) 2019 a surgeon at the hospital treating the patient informed the territory manager that the wound site was cultured, and pending results of that test, the device would be explanted. By (B)(6) 2019, an infection with abscess was confirmed ((B)(6)), and the device was explanted the same day. The surgeon did not note any issues with the explant. The patient was discharged from the hospital on (B)(6) 2019 with a prescription for oral antibiotics (name: bactrim, dose: unknown, duration: 16 days).